Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead complained of chest pain. Interrogation revealed decreased sensing and loss of capture (loc) at high outputs. An echocardiogram confirmed perforation of the heart wall with a small pericardial effusion. Surgical intervention was performed and the lead was successfully repositioned. The lead remains in service. No additional adverse patient effects were reported.